Manufacturer narrative:
No product was returned for evaluation. The ilet logs associated with the event could not be reviewed by the beta bionics failure investigation department as available data end on 4/10/24, prior to the described event date. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting was found to be logged as "off" on (B)(6) 2024 and all cgm alerts were not changed from factory defaults (all on). Body weight was not changed after initial setup on (B)(6) 2024. The last cartridge change before the review date was on (B)(6) 2024 while the last infusion set change was on (B)(6) 2024. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. With no device data available for the reported event date, a precise review of the ilet report is not possible. Data uploads from the ilet were not completed after (B)(6) 2024, prior to the presumed event date; cgm glucose data were therefore not available to confirm the event, and ilet performance during the event could not be evaluated. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without device data from the reported event date, specific review of the event cannot be performed and an assignable cause for this event cannot be determined. According to the case notes, it is possible the hyperglycemia was caused by a failed infusion set; however, there is no evidence to confirm that as the cause.

Event description:
On 4/12/24 an ilet user reported they experienced a high blood glucose (bg) event which resulted in them going to the emergency room. The event occurred on 4/11/24. The user reported they went to bed the night of (B)(6) 2024 with an elevated bg. When the user woke up the following morning (4/11/24) the ilet was reading high. The user went into work at the hospital and started to feel "bad". The user started to vomit, and two coworkers took the user downstairs to the ER. While in the ER the user received 2 bags of fluid and a fast-acting insulin shot. The user's bg did return to a normal level and was released from the emergency room. The user was tested for ketones and the result was negative. The user also reported feeling dizzy and shaky. The user indicated the infusion set cannula may have been bent but there is no evidence to confirm. Patient was using the convatec inset (23", 6mm) teflon infusion set.